Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing the attune trial inlay out of the joint a little part of the trail inlay broke off. The little piece could be removed from the joint space.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. All available product photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. Trial was observed with a plastic balseal part chipped away. Leaving part of the spring exposed to an easily drop off. Broken piece was observed at the photographic evidence. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.